Event description:
It was reported that in the micu the physician used the introducer needle to puncture, along with a scalpel to perform a skin nick. He then tried to dilate the puncture site but met with difficulty when inserting the dilator. As a result, the dilator was removed. It was then noticed that the tip of the dilator was split and the dilator was bent. A new kit was opened and successfully used without difficulty. A delay was reported, however, there was no additional harm to the patient due to this delay, or as a result of this occurrence.

Manufacturer narrative:
(B)(4).